Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while suturing the vulva, the thread on the first device broke and dropped. On the second device, the packaging was stuck and could not be removed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three images of one device. Photographic inspection noted that a suture was broken in two sites. Three suture ends were noted to be stretched and unbraided, a sign of splitting under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.